Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keypad was less responsive. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had failed battery test, no delivery alarms and there was crack near battery compartment. The insulin pump will not be returned for analysis.